Event description:
The customer stated a false positive troponin was generated on the architect i2000sr for one patient. The sample generated an initial arch troponin result of 0.065 ng/ml. The customer's diagnostic reference range was not provided. The sample generated negative results on the axsym (<0.02) and on the vidas (0.01). The patient's ECG was negative. There was no impact to patient management reported.

Event description:
The customer stated a false positive troponin was generated on the architect i2000sr for one patient. The sample generated an initial arch troponin result of 0.065 ng/ml. It was repeated on the architect and generated a result of 0.075 ng/ml. A second sample was drawn from this patient on (B)(6) and generated arch troponin results of 0.067 and 0.059 ng/ml. The customer's diagnostic reference range was not provided. The sample from (B)(6) generated negative results on the axsym (<0.02) and on the vidas (0.01). The patient's ECG was negative. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Incident description. Additional information was obtained from the customer that further clarified the event. The investigation is still in progress. A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. Customer complaints received to date were reviewed to determine if others have experienced the issue encountered in this complaint. The review did not identify any issue that would indicate this product is not performing according to its claims. An internal troponin-I panel (made from human plasma and it is targeted to a known concentration) was tested with the reagent lot being evaluated (42894un10). The test confirmed that the reagent in question is performing within specifications and can detect known concentrations of troponin-I. Based on the evaluation results, no malfunction or product deficiency were identified related to this assay. However, the customer was referred to the assay package insert where such an issue is listed. The package insert instructed the customer to use the troponin results along with other information such as cardiac markers, ECG, clinical observations and symptoms. The package insert also provided instructions on specimen collection and preparation for analysis.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.